Event description:
Customer reportedly received results of 133 mg/dl and 62 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms reported with these results; self treated with glucose tab and candy. No actions taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the er420 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring and jamming occurred after a few firings. Another device was used to complete the procedure. There were no adverse consequences for the patient.